Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Without a lot number or device serial number, the manufacturing date cannot be determined. (B)(4).

Event description:
It was further reported that the left ventricular (lv) lead output was decreased to 1 volt and the lv lead remains in use. There has been no mention of abdominal stimulation since the reprogramming.

Event description:
It was reported by the patient that they were suffering from diaphragmatic stimulation. This is their third device and they have always had a slight problem with this. The patient stated that they are getting shocked at least 50% of the time, which is making it difficult for them to sleep and even talk. The device currently remains in use. No further patient complications have been reported as a result of this event.